Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead oversensed noise, leading to an aborted shock. Multiple non-sustained oversensing episodes due to noise were also noted. The patient was in stable condition and would continue to be monitored. No intervention was performed.